Event description:
Per the clinic, the patient experienced pain and discomfort with device use resulting in the decision to discontinue use of the device. The implanted device remains. Explant and reimplantation is planned but had not taken place at the time of this report (B) (6) 2010.

Event description:
It appeared to mechanically work well and lock down without issue and without problems; fired the stapling device, took it off, and noted that the staples appeared to have misfired. Multiple staples were not squared off in appropriate fashion and ... Felt that there was most likely an inadequate seal at this portion of the lung. The lung tissues were approximated but the strength of the staple line was in question. A new stapler and a new staple load were obtained and reintroduced a second load to complete the biopsy. Then set the stapler as a continuation of old staple line without crossing it, and went ahead and fired the stapler. Despite what appeared to be a mechanical seal, the staple load did not take and there was gross hemorrhage from the cut surface of the lung as well as a portion of the lung that was going to be removed.health professional's impression: endo gia staplers malfunction during thoracoscopic wedge resection. Resulted in open lung and bleeding.manufacturer response for stapler, reload, surgical, endo gia roticulator: device has been returned to manufacturer for examination.manufacturer response for stapler, reload, surgical, endo gia universal straight: manufacturer has item for evaluation.manufacturer response for stapler, reload, surgical, endo gia universal straight: device is with manufacturer for evaluation.manufacturer response for stapler, surgical, endo gia universal: device is with manufacturer for evaluation.

Manufacturer narrative:
Per patient's surgeon, the device was explanted (B)(6), 2010, during the same surgery the patient was re-implanted with another device. (B)(4).

Manufacturer narrative:
(B) (4) : implanted device remains.